Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for non-malignant and chronic low back pain. The patient medical history and concomitant medications were unable to be obtained. A catheter dye study was performed with no aspiration. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known actions/interventions taken to resolve the issue. No symptoms were reported. The issue was considered ongoing. The patient was scheduled for a catheter revision. The patient status was indicated to be alive with no injury. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the catheter dye study was performed because the patient experienced more pain. The patient was being referred for a catheter revision. No further information was available at this time.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that later, a second attempt was done and the catheter aspirated. The patient had catheter revision, but the catheter was working. The physician revised the catheter for safe measure. The catheter was working. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the patient had an appointment for consultation with the neurosurgeon on (B)(6) 2018. Further actions taken included waiting for the catheter revision. The pump was used to deliver unknown morphine 6mg/ml and bupivacaine 2mg/ml. No further information as available.